Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device and improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 07/23/2000 and was last repaired on 04/21/2012 for a non-related issue. Eval of the device observed damage to the roller, side plates and comb. It was also noted that the sliding pins required excessive force to unlock them. Prior to repair, both the test mesh and the calibration check could not be performed because the mesher would not unlock or open. Both cutters did not pass cutter eval and were returned to the customer as non-repairable. Repair of the device included replacement of the side plates, roller and comb. The customer's reported event was not reproduced during testing; however, lack of preventative maintenance and improper handling most likely caused the damage to the comb, roller and both cutters, all of which most likely caused the device to stretch and tear the skin graft. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher complete stretched and tore the graft. There was no pt harm; however, there was a delay in surgery for an unk amount of time. The procedure was completed with an alternate device.